Event description:
It was reported that the patient had pain in the back and could not lie down post implant. Perforation was noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.